Manufacturer narrative:
An evaluation of the returned device found no fault. The reported problem was not verified. The repair technician tested the device using a known working pencil, no malfunctions were detected. The event may be related to the accessories being used. All devices resistances and electronic circuits are normal. All power outputs were normal. No flames were observed during testing. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and no data was found. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the user is advised that some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.) In these non-traditional conditions, there is a risk that excess heat may build up in standard dispersive electrodes and may pose a risk to the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: h10 manufacturer narrative: a two-year review of complaint history revealed there has been a total of 7 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4).

Event description:
It was originally reported that the device, 60-2450-120, was being used during surgery when it "started fire." The procedure was completed with an alternate same-like device and a five minute delay. There was no report of injury, medical intervention or hospitalization for the patient due to this event. Conmed obtained additional information via receipt of FDA report # mw5098849 filed by the risk manager of the facility. The new information indicates the incident did actually occur on (B)(6)2020. The customer reported that the device, 60-2450-120, was being used on (B)(6)2021 and the handheld bovie/smoke evacuation cord and tubing fell off the field. A second one was opened to the sterile field. The dr. Was using the cautery to convert to a laparotomy incision when he saw actual flames. He tested it again and it was witnessed by cst, resident, and crna. A third bovie pencil was opened to the sterile field. He attempted to use the new bovie pencil and it also created an approximately 2inch flame when it was in use, also witnessed by staff. A new cautery machine was brought into the room. The third cautery pencil that had been used just prior (and had flamed) was tested using the new cautery box (machine) off the field. No flames were noted. The initial conmed cautery machine in use when the bovie pencils had flamed was labeled #1. The new bovie (cautery) machine that was brought into to the room to replace #1 was labeled #2. There was sterile water on the field- but was not used as the flame appeared for a very short time and disappeared when the pencil was off. It is noted the co2 gas was not on at this time. The dr. Continued to use this cautery during the rest of the operating room case without incident. There was no report of injury to the patient/user. The new information does not change the type of report filing and the report is still being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-2450-120, was being used during surgery on (B)(6) 2020 when it "started fire." Three assessment emails were sent to gather more information, but there was no response from the reporter. The procedure was completed with an alternate same-like device. There was a five minute delay. There was no report of injury, medical intervention or hospitalization for the patient due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.